Manufacturer narrative:
The valve was returned to edwards lifesciences unused, not attached to the holder, and not crimped. One blue fiber was observed to one leaflet under 8x magnification. Visual inspection of the returned valve was performed. Visual of one blue fiber strand is confirmed on one leaflet. No other particulate or any visual defects were observed. Materials analysis was performed on the isolated materials with fourier transform infrared spectroscopy (ftir). Results scan from ftir indicated an approximate match for cellophane-like material. Review of the related work orders did not reveal any known non-conformance for the serial number with particulate contamination. No IFU/training deficiencies were identified. Sapien 3 valves are manufactured under controlled environments in cleanrooms which meet all industry cleanliness classification requirements. All personnel entering or working in edwards¿ manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product conditions. During manufacturing, sapien 3 valves are 100% visually inspected under 8x magnification. Prior to final packaging, a 100% visual inspection is performed to look for foreign materials on the valves as well as inside the storage jars. These manufacturing inspections mitigate against the potential for particulate on the leaflet. Engineering performed a walkthrough of the sapien 3 manufacturing process to determine if a particular manufacturing station or piece of equipment could have contributed to the complaint. Engineering evaluation and ftir analysis confirmed the reported valve contaminant as blue cellophane-like material. Currently, blue cellophane material is identified as being part of the bioshield sterilization wrap material, which is present in the cleanroom environment, but this same material is also used in disposable drapes used for operating room tables. Because this material is present in both the cleanroom environment as well as the operating room environment, it cannot be conclusively determined if the material originated from edwards during processing. Furthermore, there are multiple 100% manufacturing inspections in place at edwards to ensure that the valves are free from particulate material prior to packaging. The material identified through ftir, cellophane-like material, cannot be conclusively identified as a material originating from an ew source. Per technical summary written by edwards lifesciences, if the particulate cannot be conclusively identified as originating from an edwards source, the evaluation can be concluded and no further corrective action would be required. A CAPA has been initiated to address similar issues to the one experienced in this complaint. As part of the implementation phase for the CAPA, multiple corrective actions have since been put in place to control for particulates. The CAPA is currently in the control phase. Engineering was unable to determine if the particulate was a confirmed manufacturing escape. Since the team was unable to conclude a manufacturing or product non-conformance was present in the valve, a pra is not required. A potential manufacturing defect was confirmed on the returned sample. The material identified through ftir, cellophane, is not a sapien 3 approved material. Per technical summary written by edwards lifesciences, due to the fiber having the potential of originating from the ew manufacturing process, and the issue not seeing an increase in occurrence volume, no product risk assessment (pra) is required. Due to the high criticality for this failure mode, corrective actions have been addressed through a CAPA.

Manufacturer narrative:
The device will be returned. Investigation is ongoing.

Event description:
Upon visual inspection of the first s3 valve, 2 pieces of fuzz were identified on the leaflets, after multiple washings they could not be removed. A second s3 26mm valve was used for the procedure instead.